Event description:
In this event it was reported that a xive s plus implant that was placed on (B)(6) 2012 was positioned too close to the mandibular nerve, thus the pt complained about pain and paraesthesia in the region supplied by the nerve. As a result, the implant was extracted six days later. The last f/u revealed an improvement of the discomfort.

Manufacturer narrative:
Because there is a fast improvement of the symptoms it can be assumed that the pt will fully recover. Generally, such cases are not unk in implantology and are usually caused by an insufficient planning of the implantation. While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required, this event meets the criteria for reportability per 21 cfr part 803. The device was returned, evaluated for diameter and length measurements, and found to be in specification.